Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient had not been able to make it to the appointment, the issue was not resolved, patient's weight was unknown and the information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient wanted an MRI and the patient hadn¿t charged in 3 years and was in overdischarge. The rep reported that the patient needed to just get it explanted. The rep reported that the reason that charging was not maintained was due to patient compliance and the patient had been non-compliant for ¿years.¿ the rep indicated that the device hadn¿t been working for 3-4 years. No further complications were reported.